Event description:
During servicing of this unit. The field service engineer (fse) found that the unit failing with air flow sensor calibration data error. The field service engineer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the air flow sensor eeprom calibration table of the gds had corrupted entries which led to an air flow sensor calibration data error. Correcting the corrupted entries resolved the problem.